Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the forceps/irrigation plug had an unfamiliar part from oer-6. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported loose part found in the automatic endoscope reprocessor after reprocessing of a forceps/irrigation plug unit was found to be a insert that is normally fixed in place with adhesive. A definitive root cause of the issue could not be determined, however, the issue was likely the result of deterioration of the adhesive due to chemical stress during reprocessing and or mechanical stress. Olympus will continue to monitor field performance for this device.